Event description:
It was reported that the patient presented to the hospital after receiving a patient alert. Upon interrogation, high, out of range pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. There were no adverse consequences to the patient.